Event description:
During a ptca procedure, the balloon catheter froze on the wire. The quantum maverick-mr 12/2.75 mm balloon catheter was placed and inflated. Upon removal, the quantum maverick -mr12/2.75 mm balloon catheter on the wire. The balloon catheter and wire were removed as one without incident. No patient injuiries or complications were reported.